Event description:
It was reported that the device did not deliver therapy for a slow vt. The patient reported feeling symptomatic. The device was reprogrammed and remains implanted. The patient was in good condition following the event.